Manufacturer narrative:
The remote service engineer (rse) spoke with the customer and confirmed that the configuration was setup properly. The rse advised the customer to return the device to bench for repair. The engineer provided their analysis findings; however, we are unable to confirm the final disposition of the device because the customer did not return the device for bench repair. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that the intellivue multi measurement server was unable to generate an apnea alarm. The device was in use on a patient. There was no report of patient or user harm.